Event description:
The end user states that the seat has cracked after 5 years of use. The end user has no further information to provide.

Manufacturer narrative:
This product was made by invacare at either invamex or aquatec and invacare has chosen to file this report utilizing the invamex cfn/fei registration.